Event description:
Customer's father reported that the insulin pump alarmed button error. It was reported that the insulin pump was exposed to fluid. Customer's current blood glucose reading is 213 mg/dl. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.